Event description:
It was reported that the patient dropped and physically damaged the ilet pump after losing balance when jumping off a bed, resulting in a cracked and smashed device; the device remained powered until the patient was advised on shutdown and a replacement was arranged, and the patient was guided through setup of the replacement device. Symptoms included none reported, and the patient stated blood glucose was fine. Outcomes included no alerts or alarms requiring escalation, no adverse clinical effects, and continued use of cgm via the dexcom g7 app or receiver. Investigation included remote troubleshooting and education, confirmation of delivery logistics, instructions to sync data to the mobile app prior to return, and guidance on shutting down the device and completing startup on the replacement unit. Investigation of this case revealed device damage consistent with external physical impact, with no indication of device malfunction and no transfer of device-resident data to the replacement. It was concluded, based on previously established findings for similar reports, that the cause was external damage due to user handling rather than a device failure mode.